Event description:
It was reported that the customer passed away in a hospital. The customer was in a nursing home, and then was taken to the hospital. The cause of death was diabetes and liver failure. The caller stated that since (B)(6) of 2014, the customer had liver failure. In (B)(6) of 2014, the customer had low blood glucose and passed out. The customer's blood glucose, at the time of death, was unknown. The customer was not wearing the insulin pump at the time of death; it had been disconnected a month prior to passing. The caller stated that the customer had rheumatoid arthritis in both hands and could no longer press the buttons of the insulin pump. So, his health care provider explained that the insulin pump has to be disconnected in order to allow the assisted living center treat the customer's blood glucose with manual daily injections. The customer was not using sensors. The caller stated that the insulin pump was no longer available for return.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.